Manufacturer narrative:
Information references the main component of the system and other applicable components are : product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating it was hypothesized that the issue happened when the resident pushed on the skin to get the leads further down in the pocket.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389s-40, lot# va1p3e7, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that during stage 2 procedure, the lead cap was found to fall off the lead from the right hemisphere. The distal contact, 3 was found to have been removed from the lead. The surgeon attempted to salvage the rest of the lead. It was also reported that impedances were out of range and high. The issue was not resolved at the time of the report. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.